Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for evaluation.

Event description:
Complainant alleged that during biomed testing the device's pacer output was not adjustable. Complainant indicated that there was no pt involvement in the reported malfunction.